Event description:
It was reported that during a system implant this lead was unable to fixate and dislodged a few times. New lead was implanted and no adverse events to the patient were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.